Event description:
It was reported that a pump has a constant upstream occlusion alarm. It was also reported that there was no patient injury.

Manufacturer narrative:
MFR. Ref no. : (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported symptom. Review of the event history log confirmed the reported symptom. The evaluation determined that the root cause was a wide inscribed ultrasonic sensor pin dimension, which is a known contributor to false upstream occlusion alarms. The ultrasonic sensor was replaced.